Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was recently implanted and there were no issues during implant and patient had normal impedances and was feeling stim when they went home from implant procedure. Today in clinic, patient can't get past 0.5ma for intensity and seeing message that system is operating at maximum intensity. Also caller is seeing that all impedances are high with "!" On all pairs. Patient has not had any falls or trauma since the implant. Caller doesn't know when patient started to see a change in therapy or the inability to increase stim. Patient not feeling any sensation at currently level of 0.5ma and doesn't seem to be getting much, if any therapy. Caller did comment that patient's ins pocket was higher than usual and technical services (ts) reviewed this shouldn't necessarily be an issue assuming that strain relief was in place. Ts reviewed doing imaging of both lead and ins sites to check lead position and lead status in header block.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.